Event description:
It was reported during a laparoscopic cholecystectomy while using 355sd trocar in the subxyphoid port the outer gasket leaked air each time a 5mm device was inserted. The surgeon had complications with the pt not related to instrumentation (pt had numerous adhesions) and as result of numerous adhesions he converted to an open cholecystectomy. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.44768. D5,6; h4: info not available, device not returned for analysis.